Event description:
Programming history for the patient's prior device was evaluated, however no data was present except for values obtained at implant several years earlier which showed normal lead impedance. No evidence of high lead impedance was observed. Operative notes from the (B)(6) 2015 lead and generator replacement were received and reviewed. The operative notes confirm that high lead impedance (10,000 ohms) was observed with the implanted devices and that disconnection and reconnection of the lead to the pulse generator did not resolve the high impedance condition. After explant and replacement of the pulse generator and lead the impedance was noted to be normal at 750 ohms. It was noted that the prior lead appeared to have been fractured near the nerve. It was noted that all of the existing lead that could be safely removed was removed; it was left that all the metal as well as the silastic stay (tie-down) was removed although the inferior most pigtail connector may have been broken from the lead. It was stated that the procedure was completed without complications. Attempts for additional relevant information regarding the broken pigtail connector have been unsuccessful. The explanted products were discarded by the explanting hospital. It was reported that the patient returned for a post-operative evaluation on (B)(6) 2015 and all incisions were healing fine. Her vns output was titrated up and she tolerated the settings well.

Event description:
It was reported that the patient underwent lead and generator replacement surgery on (B)(6) 2015. The explanted lead has not been received to date.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2015 due to end of service, the vns patient¿s replacement device was connected to the existing lead and the device showed a high impedance condition (impedance value >= 10,000 ohms). The lead pin was fully reinserted and secured into the generator header but the high impedance condition did not resolve. The lead was not replaced and the procedure was completed. No known surgical interventions for the high impedance condition have occurred to date.

Event description:
The surgeon clarified that the pigtail connector referred to in the operative notes was the silicone elastomer of the helical. The remaining section of the silicone elastomer helical which (which was described as broken from the lead) was left implanted around the nerve in it's original position but all of the silicone portion containing the metal electrode ribbon was removed.. The observed fracture was reported to be in a different location, near the thinning area of the lead (the lead transition). The physician did not know why the lead may have fractured or why the helical was observed to be broken. No patient trauma or manipulation was reported.

Event description:
It was reported that x-rays were reviewed which did not identify a fracture. The patient is having daily seizures. Lead revision surgery is likely but has not occurred to date.

Manufacturer narrative:
MFR. Supplemental report #05 inadvertently did not include relevant tests/laboratory data.

Event description:
During review of programming and diagnostic history, it was observed that the patient¿s device was tested on (B)(6) 2015 and system diagnostic results revealed high lead impedance (>=10,000ohms). Data is consistent with reports that a high impedance condition was noted at the patient's generator replacement surgery on (B)(6) 2015 and the condition was still present on (B)(6) 2015.